Manufacturer narrative:
Correction : unique identifier (UDI) #. Additional information : manufacturer narrative. Root cause: the probable cause of the reported device 8100 had air-in-line issue was not identified during the customer call. As the customer was unresponsive to follow-ups.

Event description:
It was reported that the 8100 had air-in-line. There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported that the 8100 had air-in-line. There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.